Manufacturer narrative:
Submit date: 4/3/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found pcb failure. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reports the pump shut down when trying to power on and the feed set is stuck. No patient involvement.